Event description:
At about 2 months from the primary, the patient came in reporting pain after tearing their acl. The surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 2 january 2025. Moto partial knee 02.18.002lm moto medial femoral component s2 lm (k162084) lot 2335033: (B)(4) items manufactured and released on 12-oct-2023. Expiration date: 18-sep-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.if3.08.lm moto medial tibial insert s3 lm - h8 (k162084) lot 2337200: (B)(4) items manufactured and released on 31-oct-2023. Expiration date: 14-oct-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.tf3.lm moto medial tibial tray s3 lm (k162084) lot 2405017: (B)(4) items manufactured and released on 08-may-2024. Expiration date: 25-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue